Event description:
The physician experienced difficulty inserting the iab. When the iab was finally inserted and connected to the pump, the helium loss alarms registered. The iab was removed and there were no patient complications. It was noted that the patient had very calcified iliac and femoral arteries.